Manufacturer narrative:
H3 other text : device not returned to the manufacturer.

Event description:
The manufacturer received a voluntary medwatch (mw5148941) regarding a dreamstation auto CPAP device with an allegation of the device "using too much water." The patient "noticed it will be empty during [their] sleep" and would wake them up. The patient alleges not feeling well and prevented them from sleeping well. They called for paramedics and was hospitalized. They state the reports from testing "came up positive for lead" and the doctors cannot figure out what is going on with them. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.